Event description:
As reported on the novartis nutrition quality complaint form, "compat ng tube with weighted tip placed in 2 yr old in 2001. Three days later during a morning x-ray it was found that the tube had fractured. The end of the ng tube was coiled in the stomach, and the weighted tip was seen in the 2nd portion of the duodenum". Nine days later an attempt to remove the weighted tip through endoscopy was unsuccessful. Patient was released from hospital allowing more time for the bolus tube to pass.